Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals and undersensing of low amplitudes on the right ventricular (rv) lead channel during an arrhythmia. An x-ray was performed, and a suspected rv lead defect was observed. Technical services (ts) reviewed the reports and confirmed there were noisy signals and undersensing. A defibrillation threshold (dft) test was performed to evaluate the system. The device's shocks did not convert the induced arrhythmia. The patient was resuscitated and hospitalized as a result. The device was reprogrammed. The patient will continue to be monitored until a lead revision occurs. The device remains in use. No additional adverse patient effects were reported.